Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. The following day an mi occurred. It is unk whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
(B)(4), results: (myocardial infarction).